Event description:
It was reported that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker representative through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device is scrapped by the customer.